Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. A conclusive cause for the reported stenosis, thrombosis and pain, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. The reported patient effects of restenosis and thrombosis is listed in the absolute pro peripheral self-expanding stent system instructions for use as a known adverse event that may be associated with the use of a stent in peripheral arteries and / or biliary tree. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under a separate medwatch report number.

Event description:
Patient ID: (B)(6). It was reported the procedure was performed on (B)(6) 2023. Two absolute pro self-expanding stents were implanted (5.0x40mm and 6.0x20mm) in the mid right superficial femoral artery. On (B)(6) 2023, the patient experienced pain in the right leg. On (B)(6) 2023, the patient was hospitalized after experiencing pain in the right leg. There was an acute occlusion due to thrombosis as well as restenosis in the two implanted absolute stents. The restenosis was successfully treated on (B)(6) 2023 with atherectomy, drug-coated balloon (dcb), percutaneous transluminal angioplasty (pta) and implantation of third absolute pro stent (unknown lot). Tinzaparin (14.000) was given. On (B)(6) 2024, the patient experienced pain and coldness in the right foot. On (B)(6) 2024, an occlusion due to thrombosis as well as restenosis occurred in the three absolute stents. The restenosis was successfully treated on (B)(6) 2024, with atherectomy and dcb-pta, tinzaparin (14.000) was given daily from (B)(6) 2024. The patient was instructed to continue taking clopidogrel (75 mg) daily for the rest of their life. No additional information was provided.